Event description:
Customer reported to baxter (B)(4) of a light sensitive drug set in which customer observed holes in the pouch/packaging of the set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a light sensitive drug set in which customer observed holes in the pouch/packaging of the set was confirmed during sample evaluation of the photographic evidence of the reported set. Visual test confirmed the reported condition. The assignable root cause of the reported condition is an excessive force applied on the set while loading them into carton boxes. A deflation system is installed in the packaging machine to remediate the reported condition. This equipment allows the removal of the excess amount of air trapped inside the pouches and then avoids applying an extra pressure on the sets during packaging. Additional information: this is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon additional investigation, the reported condition could not cause or contribute to a death or serious injury.